Manufacturer narrative:
This report is to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and a reportable malfunction was found: the biopsy channel had foreign objects in it. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the foreign objects was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the biopsy channel. There was no patient involvement.